Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of choking in a male patient who received double salt dental adhesive cream (new poligrip sg) for denture wearer. A physician or other health care professional has not verified this report. The patient started wearing dentures at (B)(6) 2011. The patient previously used a different denture adhesive. On an unknown date, the patient started double salt dental adhesive cream (unknown), unknown dosing. The patient applied the denture adhesive about 30 minutes before breakfast. After eating, the double salt dental adhesive cream leaked slightly. That evening, the patient lay down to watch tv and the patient experienced choking because double salt dental adhesive cream plugged the trachea. This case was assessed as medically serious by gsk. The patient removed double salt dental adhesive cream from the mouth. At the time of reporting, the event was resolved.